Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella cp device was inserted via the right femoral artery in a 74-year-old female patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs). The patient had a history of prior coronary artery bypass grafting and known coronary artery disease. The patient's clinical state prior to initiation of support was identified as scai shock stage e. During support, the patient¿s urine started to turn pink. The device functioned as intended at p-9, delivering 3.6 l/min with a purge solution of dextrose 5% in water (d5w) containing 25 meq/l sodium bicarbonate. The patient expired while on support. The device will be conservatively reported for death; however, the death is most likely attributed to the patient¿s underlying critical clinical condition due to acute myocardial infarction complicated by cardiogenic shock as they presented in scai shock stage e.

Manufacturer narrative:
Complaint coding was updated to more accurately reflect the reported event. The appropriate codes are as follows for h6 and have been fully updated and should be considered representation of the reported event. Health effect -impact code (f02, f1904). Health effect - clinical code(e1302). H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. The cause of the hemolysis was unable to be determined due to insufficient clinical information and no product returned.

Event description:
Clinical narrative(updated): additional information noted that the team repositioned the device, but the patient transitioned to comfort care shortly after, so the pump was not available for further evaluation. Hemolysis was not confirmed; urine started to lighten but did not have time to clear. An impella cp device was inserted via the right femoral artery in a 74-year-old female patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs). The patient had a history of prior coronary artery bypass grafting and known coronary artery disease. The patient¿s clinical state prior to initiation of support was identified as scai shock stage e. During support, the patient¿s urine started to turn pink. The device functioned as intended at p-9, delivering 3.6 l/min with a purge solution of dextrose 5% in water (d5w) containing 25 meq/l sodium bicarbonate. The patient expired while on support. The device will be conservatively reported for death; however, the death is most likely attributed to the patient¿s underlying critical clinical condition due to acute myocardial infarction complicated by cardiogenic shock as they presented in scai shock stage e.

Manufacturer narrative:
B5. Updated with additional information.